Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve, flow control valve, and the positive end expiratory pressure safety valve were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout, and delivered higher than set pressure. There was no report of patient involvement.